Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and passed out on (B)(6) 2019 with blood glucose of 821 mg/dl. The customer was treated with insulin drip. The customer reported that battery cap had damage and was not locking in anymore. Customer did not allege insulin pump was under delivering insulin. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.